Event description:
A peritoneal dialysis patient called fresenius technical support regarding drain complication alarm. The patient is in drain 0 having drained 64 out of 1000 mls. The patient is empty because she got back from the hospital after being there for 14 days due to hernia surgery. Patient stated she is empty and that the hospital drained her before she came home. Technical support assisted the patient in bypassing to fill 1.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed minor damage to the heater tray that did not affect the functioning of the device. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed one other complaint for the reported symptom for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, hernias are known complications of peritoneal dialysis, more in common in continuous ambulatory peritoneal dialysis (capd) than in continuous cycler peritoneal dialysis (ccpd). This patient had been using the cycler (ccpd). The patient underwent surgical correction of her abdominal hernia and received hemodialysis while in the hospital. Upon return her peritoneal cavity was empty and therefore, no fluid to drain. There was no device malfunction.